Event description:
It was reported that the bronchovideoscope had a blackout during angulation adjustment. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the reasonably known information suggests the probable causes is likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device